Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the subxiphoid 10-11 mm puncture was used to exchange various 10-5 mm instruments and it appeared that the 10 mm harmonic scapel hook with outer shealth eventually slit the gasket. A subsequent 511sd was opened in order to complete the procedure.